Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a mistake made by the patient. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with injection amikacin (intraperitoneal, 250 milligram in the first and third bags, frequency and duration not reported), injection zebact (intravenous, 1.5 gram twice daily, duration not reported), and injection moxif (intravenous, 400 milligram daily, duration not reported) for peritonitis. Dianeal therapy was ongoing. Patient outcome and whether the patient was retrained on aseptic technique were not reported. No additional information is available.